Manufacturer narrative:
Evaluation, results: (B)(4) failure to follow instructions (physician used expired product). Evaluation, conclusion: (B)(4) user error contributed to event (physician used expired product).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the device (B)(4) lot number v00394778 was implanted 6 days past its expiration date. The device expiration date was misread at the time of implant, but it was not discovered until the paperwork was being processed post procedure that the device was expired. There were no issues with the implant procedure, and no patient complications. There were no issues with using it during the procedure and the final angiogram had good results. No clinical sequelae were reported, and the patient is fine.